Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: bmc musculoskelet disord. 2025 may 15;26(1):483. Https://doi.org/10.1186/s12891-025-08644-6 pmid: 40375222; pmcid: pmc12079811.

Event description:
Title: pedicled medial femoral condyle corticoperiosteal flap for achieving union in patients with nonunion of the distal half of the femur (a short case series of three patients). The aim of this study is to evaluate the effectiveness of the pedicled mfc corticoperiosteal flap in achieving union in recalcitrant nonunion of the distal half of the femur. The secondary objective is to report complications associated with this technique in three male patients with recalcitrant nonunion of the distal half of the femur. 2 vicryl (eth) was used to surround the muscles and bony ends then rotated to cover the nonunion site. Reported complications: 2 vicryl (eth). Patient (B)(6). Incisional hernia at the iliac crest donor site . Treatment: not reported. In conclusion, the pedicled mfc-cp flap appears to be a feasible option for treating recalcitrant distal femur nonunion, with minimal donor site morbidity. However, larger studies are needed to confirm its efficacy.